Event description:
Reporting 1 symptomatic patient (presenting at emergency room with pneumonia and respiratory failure) testing false positive for sars three days in a row. The customer communicated the results were confirmed negative by pcr and antibody test. 2nd report of the 3 results.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.